Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and pregnancy with contraceptive device ("unplanned pregnancy") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), menorrhagia ("excessive and abnormal bleeding during menstruation"), alopecia ("hair loss") and migraine ("increased migraines"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with surgery (underwent removal of the coils). Essure was removed in 2012. At the time of the report, the pelvic pain, pregnancy with contraceptive device, menorrhagia, alopecia and migraine outcome was unknown. The reporter considered alopecia, menorrhagia, migraine, pelvic pain and pregnancy with contraceptive device to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain, pain"), pregnancy with contraceptive device ("unplanned pregnancy"), premature delivery ("pregnancy (with complication) - premature delivery") and uterine haemorrhage ("abnormal uterine bleeding") in a 38-year-old female patient (gravida 3, para 3) who had essure (batch no. 663254) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unplanned pregnancy" in (B)(6) 2012. The patient's past medical history included multigravida, parity 3 (((B)(6) 2001, (B)(6) 2009, (B)(6) 2012)), premature birth and hemorrhage in early pregnancy. Previously administered products included for fetal lung maturity: dexamethasone. Concurrent conditions included migraine since 1998 and dysfunctional uterine bleeding. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during mensruation"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("metrorrhagia") and weight increased ("weight gain"). In (B)(6) 2012, the patient experienced pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and premature delivery (seriousness criterion medically significant). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), migraine ("increased migraines, migraines"), headache ("headaches"), abdominal pain ("abdomen pain") and abdominal pain lower ("abdomen pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with ibuprofen (motrin), eletriptan hydrobromide (relpax), sumatriptan (imitrex), surgery (underwent removal of the coils), surgery (c-section/ essure removed during c section) and surgery (gynecare thermachoice iii endometrial ablation). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, weight increased, abdominal pain and abdominal pain lower had resolved, the pregnancy with contraceptive device, premature delivery, uterine haemorrhage, menorrhagia, alopecia, vaginal haemorrhage, dysmenorrhoea, metrorrhagia and headache outcome was unknown and the migraine was resolving. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. (B)(4)). The caesarean delivery occurred on (B)(6) 2012. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, headache, menorrhagia, metrorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, premature delivery, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the patient reported she was pregnant with essure, and that the essure was removed during c section. The number of expanded coils that appeared trailing into the uterine cavity was 2. The identical steps were undertaken to insert the essure micro-insert in the opposite tube. The number of expanded coils that appeared trailing into the uterine cavity was l. She tolerated the procedure well, stating she had only mild cramps at most. This case is linked to child case (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion . On (B)(6) 2009: transabdominal pelvic ultrasound : findings: this examination is limited to evaluation at the placenta. The placenta is posterior and away from the cervical os. There is a singleton fetus with cephalic presentation. Heart rate is normal at 144 beats per minute. Impression: placenta is posterior and away from the cervical os. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, metrorrhagia and abnormal uterine bleeding. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 31-jul-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain, pain"), premature delivery ("pregnancy (with complication) - premature delivery"), uterine haemorrhage ("abnormal uterine bleeding") and pregnancy with contraceptive device ("unplanned pregnancy") in a 38-year-old female patient who had essure (batch no. 663254) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unplanned pregnancy" in march 2012. The patient's medical history included multigravida, parity 3 (B)(6) 2001, (B)(6) 2009, (B)(6) 2012)), premature birth and hemorrhage in early pregnancy. Previously administered products included for fetal lung maturity: dexamethasone. Concurrent conditions included migraine since 1998 and dysfunctional uterine bleeding. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2009, the patient had essure inserted. In october 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during mensruation"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)") and metrorrhagia ("metrorrhagia") and was found to have weight increased ("weight gain"). In march 2012, the patient experienced premature delivery (seriousness criteria medically significant and intervention required) and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), migraine ("increased migraines, migraines"), headache ("headaches"), abdominal pain ("abdomen pain") and abdominal pain lower ("abdomen pain"). The patient was treated with eletriptan hydrobromide (relpax), ibuprofen (motrin children), ibuprofen (motrin), sumatriptan (imitrex) and surgery (gynecare thermachoice iii endometrial ablation, c-section/ essure removed during c section and underwent removal of the coils). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, dysmenorrhoea, weight increased, abdominal pain and abdominal pain lower had resolved, the premature delivery, uterine haemorrhage, pregnancy with contraceptive device, menorrhagia, alopecia, vaginal haemorrhage, metrorrhagia and headache outcome was unknown and the migraine was resolving. Pregnancy related information: prospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. Us-bayer (B)(4). The caesarean delivery occurred on (B)(6) 2012. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, headache, menorrhagia, metrorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, premature delivery, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the patient reported she was pregnant with essure, and that the essure was removed during c section. The number of expanded coils that appeared trailing into the uterine cavity was 2. The identical steps were undertaken to insert the essure micro-insert in the opposite tube. The number of expanded coils that appeared trailing into the uterine cavity was l. She tolerated the procedure well, stating she had only mild cramps at most. This case is linked to child case (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: results: total bilateral occlusion. Diagnostic results: on (B)(6) 2009: transabdominal pelvic ultrasound : findings: this examination is limited to evaluation at the placenta. The placenta is posterior and away from the cervical os. There is a singleton fetus with cephalic presentation. Heart rate is normal at 144 beats per minute. Impression: placenta is posterior and away from the cervical os. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, metrorrhagia and abnormal uterine bleeding. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received: event dysmenorrhea (cramping) was updated from unknown to recovered / resolved. Treatment drug added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain, pain"), pregnancy with contraceptive device ("unplanned pregnancy"), uterine haemorrhage ("abnormal uterine bleeding") and premature delivery ("pregnancy (with complication) - premature delivery") in a 38-year-old female patient (gravida 3, para 3) who had essure (batch no. 663254) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unplanned pregnancy" in (B)(6) 2012. The patient's past medical history included multigravida, parity 3 (((B)(6) 2001, (B)(6) 2009, (B)(6) 2012)), premature delivery and hemorrhage in early pregnancy. Previously administered products included for fetal lung maturity: dexamethasone. Concurrent conditions included migraine since 1998 and dysfunctional uterine bleeding. Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("excessive and abnormal bleeding during mensruation"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("metrorrhagia") and weight increased ("weight gain"). In (B)(6) 2012, the patient experienced pregnancy with contraceptive device (seriousness criteria medically significant and intervention required) and premature delivery (seriousness criterion medically significant). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), migraine ("increased migraines, migraines"), headache ("headaches"), abdominal pain ("abdomen pain") and abdominal pain lower ("abdomen pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with ibuprofen (motrin), surgery (underwent removal of the coils), surgery (c-section/ essure removed during c section) and surgery (gynecare thermachoice iii endometrial ablation). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, weight increased, abdominal pain and abdominal pain lower had resolved, the pregnancy with contraceptive device, uterine haemorrhage, menorrhagia, alopecia, vaginal haemorrhage, dysmenorrhoea, metrorrhagia, headache and premature delivery outcome was unknown and the migraine was resolving. The pregnancy outcome was reported as a live birth of a child with health problems (linked child cases no. (B)(4)). The caesarean delivery occurred on (B)(6) 2012. The reporter provided no causality assessment for uterine haemorrhage with essure. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, headache, menorrhagia, metrorrhagia, migraine, pelvic pain, pregnancy with contraceptive device, premature delivery, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the patient reported she was pregnant with essure, and that the essure was removed during c section. The number of expanded coils that appeared trailing into the uterine cavity was 2. The identical steps were undertaken to insert the essure micro-insert in the opposite tube. The number of expanded coils that appeared trailing into the uterine cavity was l. She tolerated the procedure well, stating she had only mild cramps at most. This case is linked to child case (B)(4). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion. On (B)(6) 2009 : transabdominal pelvic ultrasound : findings: this examination is limited to evaluation at the placenta. The placenta is posterior and away from the cervical os. There is a singleton fetus with cephalic presentation. Heart rate is normal at 144 beats per minute. Impression: placenta is posterior and away from the cervical os. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, metrorrhagia and abnormal uterine bleeding. Most recent follow-up information incorporated above includes: on 23-feb-2018: plaintiff fact sheet and medical records received : abnormal bleeding (vaginal, menorrhagia), pregnancy (with complications), migraines / headaches, dysmenorrhea (cramping), weight gain, and abdomen pain / cramping and unplanned pregnancy (device ineffective), pregnancy (withcomplication) added. The patient demographic details and reporter information updated. Lot number and product information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.